Manufacturer narrative:
Sections with additional information as of 07-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 07-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Case management is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 387, 286 and 370mg/dl. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms related to diabetes. Medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 01/31/2021 and open vial date is october 2019. The meter memory was reviewed for previous test result history: (B)(6).